Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure without putting their implantable cardioverter defibrillator (ICD) into MRI mode prior. After the MRI, the patient's ICD inappropriately went into backup operation with high voltage therapies disabled. Programming changes were made to reset the device. The patient was stable throughout.